Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported and further described as respiratory infections might have led to peritonitis. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection reflin (1 gram, once daily, route not reported) and injection amikacin (1 gram, once daily, route not reported). The outcome for the peritonitis was unknown. Whether extraneal therapy was ongoing was not reported. No additional information is available.